Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with a non-baxter, 25 ml syringe and an interlink-compatible cannula inserted into the y site of the set's septum. The syringe was removed from the set. Visual inspection of the set was then performed with no abnormalities noted. A functional test was then performed in which the y site was accessed by a lever lock cannula; the septum was successfully accessed and a complete slit was observed on the septum. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cannula could not be inserted into the septum of an extension set. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.